Event description:
It was reported that the customer had a high blood glucose level after eating some light ice cream last night. Customer's blood glucose level went from 155 mg/dl to 513 mg/dl in about 2 hours. Customer made a correction and it went down to 409 mg/dl. Customer's blood glucose level went up to 452 mg/dl later at night and this morning it was 385 mg/dl. Customer took an insulin shot of 6 units at bedtime and another shot of 6 units at 7:30 am. Customer's current blood glucose level is 311 mg/dl. Customer has not contacted their health care provider. Customer did not find any leaks or air bubbles in the tubing. Cannula was not bent and time and date settings were correct. Customer called back to complete the high pressure test and the pump passed. Customer stated that he will return the current set and reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.